Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5093061) that a female patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms. The patient did not specify what systemic symptoms she had developed. In addition, the patient reported that she had developed bilateral capsular contracture (baker grade unknown) and that there is possible bilateral rupture of the breast prostheses. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.